Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a sterling balloon catheter with no other devices. Inspection under magnification revealed the balloon material had a longitudinal burst measuring 13mm in length, starting at the proximal markerband torn distally through the middle of the balloon. There were no irregularities in the balloon material that could have contributed to the tear. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6f non-bsc introducer sheath was introduced. After a 6f non-bsc guide catheter was placed, a 0.018 non-bsc guidewire was advanced to cross the lesion. Subsequently, a 6.0mmx40mmx80cm (4f) sterling balloon catheter was advanced to predilate the lesion. However, upon the 1st inflation, the balloon ruptured at 6 atmospheres. The device was completely removed and the procedure was completed with another 6.0-20x3.8x80 sterling otw balloon catheter. An 8.0-60/75 epic stent was then deployed and post dilation was performed with the same 6.0-20x3.8x80 sterling otw balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6f non-bsc introducer sheath was introduced. After a 6f non-bsc guide catheter was placed, a 0.018 non-bsc guidewire was advanced to cross the lesion. Subsequently, a 6.0mmx40mmx80cm (4f) sterling balloon catheter was advanced to predilate the lesion. However, upon the 1st inflation, the balloon ruptured at 6 atmospheres. The device was completely removed and the procedure was completed with another 6.0-20x3.8x80 sterling otw balloon catheter. An 8.0-60/75 epic stent was then deployed and post dilation was performed with the same 6.0-20x3.8x80 sterling otw balloon. No patient complications were reported and the patient's status was good.